Manufacturer narrative:
Originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. However, the claim cannot be voided as an MDR has already been submitted. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -9.0/2.0/082 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a smaller length lens due to low vault without rotation. The problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
(B)(4). Claim# (B)(4).